Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested a larger bolus than needed to correct for elevated bg (400 mg/dl) that was caused by a non-tandem kinked cannula. Contact acknowledged the overcorrection was due to use error. Subsequently, blood glucose (bg) lowered (19 mg/dl) and customer experienced a diabetic seizure. Customer went to the emergency room (ER). Bloodwork was performed and intravenous dexterous was administered. After 6 hours, customer's bg was 200-240 mg/dl and customer left ER in stable condition.